Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector. Unable to perform the displacement test due to missing segments. The drive support disk was inspected and no damage noted. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the belt clip broke and the insulin pump fell on the ground. The customer had issues reading the screen because it had some scratches. The drive support cap was flushed. Customer's blood glucose level was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.